Event description:
On (B)(6) 2012, a male pt underwent aaa repair. The pt¿s anatomical form was not suitable for endovascular repair because the proximal neck was short as 9mm on the left side. The left renal artery was stenosed at near the bifurcation area. Use of chimney graft technique with a renal stent and placing an excluder in the ipsilateral side was planned. After 2 stents of the main body was deployed, another MFR¿s balloon catheter, (which was inserted from the left brachium), was inflated, and the whole mainbody was deployed. The suprarenal stent was then deployed with the balloon remaining inflated. When the physician attempted to remove the balloon catheter, the balloon became lodged with the suprarenal stent. The physician pulled it hard and the balloon catheter was torn off. The physician tried to find where the catheter pieces remained by ivus but failed. He decided to complete the procedure and take a wait and see approach. However, when he removed the sheath from the left brachium, the pt complained of pain. He did a CT and found foreign matter that appears to be catheter near the punctured site in the left brachium. A small incision was made to remove the foreign matter. However, some pieces remained in the pt and he is now being closely monitored. His condition after the procedure is unk as not provided by reporter.

Manufacturer narrative:
Event is still under investigation.